Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was implanted too low and should have been placed higher. The patient noted that because of this they need help using the patient programmer antenna to connect. It was also noted that when the patient takes a bath they hit the edges of the ins, and that they sit on the ins. No patient symptoms/complications were reported. Follow-up was conducted with the patient.